Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of death and hypotension, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with acute inferior wall myocardial infarction. A 3.0x23 rx xience v stent was successfully deployed in the left mid circumflex artery. The patient developed hypotension, medication was administered, and an intra-aortic balloon pump was inserted. Post procedure, cardiac arrest occurred and the patient died two hours after the procedure. Autopsy was not performed. Cause of death was reported as cardio-respiratory arrest. In the treating physician's opinion, the xience v device did not cause or contribute to the hypotension or death. No additional information was provided.